Event description:
It was reported that during surgery, the device was unable to give tension to the cable. Thus, the surgeon gave tension by hand as much as possible and completed the procedure.

Manufacturer narrative:
Investigation in progress. No additional information available at this time.